Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.00/1.0/072 (sphere/cylinder/axis) implantable collamer lens into the patient's eye on (B)(6) 2024. On this same date the lens was explanted and replaced with a longer length lens due to the lens being too small.

Manufacturer narrative:
D9: return date: 21-feb-2024 device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic torn. (B)(4).